Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that when the patient presented to clinic, pocket erosion and infection was observed. Patient¿s condition was stable. The patient was admitted to the hospital. System was explanted. Patient is recovering. A tentative date for new system implant is scheduled, which will be performed once the patient recovered from infection. The patient was stable before, during, and after the procedure.